Event description:
The nester embolization coil elongated when pushed out of the catheter into the vessel. The technician retrieved the coil using a cook vascular retrieval forceps. A new coil was placed successfully. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unk as lot # is unk. Approximate age of device: unk as lot # is unk. (B)(4) not listed in the instructions for use. Device manufacture date: unk as lot # is unk. Per info supplied by the customer, no device will be returned. Quality control inspects for proper coil length, curl diameter, securement of end coil and distal welds. Instructions for use (IFU) is supplied with every device. The IFU listed the contraindications, warnings, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible." Without the return of the device, we are unable to determine what may have led to this failure mode. However, if the coil is placed in a vessel that is too small, it will appear more straight than coiled in shape under fluoro. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.